Event description:
It was reported that following treatment with the exogen device, the pt experienced a case of eczema. The physician relates the reaction to the gel. This complaint was reported to the pmda on (B)(6) 2013.